Event description:
It was reported that the zimmer dermatome was skipping and that the motor sounds unlike the other units that the account owns. Additional clinical follow up with the hospital indicated that the procedure was completed with an alternate. Immediately available, device. There was no info regarding whether any additional tissue was harvested, the air hose configuration, or set psi of air supply. The customer did not provide any info regarding the hose which was initially in use, what hose had been substituted during the procedure, or which hose, if any, was returned to zimmer surgical with the device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 10/17/2012 and has no repair history. Upon arrival the head of the unit displayed slight wear along the reading edge, possibly due to over tightening of the width plate. Prior to repair, the unit was outside of calibration specifications at the zero thickness setting on the right side. The event of the dermatome sounding wrong could not be confirmed. Operating the device at an incorrect air pressure could have caused the operating sound to be different. The customer did not state the operating pressure of the unit; therefore the source of the sound could not be determined. The wear could have contributed to the reported event of skipping. The cause is most likely the user not maintaining the device per proper handling; unable to determine a cause of the motor sounding wrong. The device was serviced and returned to the customer.